Event description:
The pt has a myelogram through the medtronic implantable pump under fluoroscopic guidance. The pt was found nonresponsive several hrs later and resuscitation was not successful. The pt had an elevated morphine blood level at autopsy.